Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed all of the supplies on the pump, and resumed insulin delivery. Tandem technical support was unable to perform troubleshooting as the reported event had occurred in the past. Additionally, the customer received a valid minimum fill message after loading a cartridge with less than 50 units of insulin. The customer successfully added additional insulin and completed the load process. The customer's blood glucose (bg) level was reported to be 258-335 (mg/dl) with large ketones. The customer was unsure of the suspected cause of the elevated bg level, but reported experiencing a lot of stress recently. A system check was performed with tandem technical support and showed that the pump was performing as intended. Recommendation was made to change the infusion site and the customer was referred to health care provider for possible factors that may affect bg levels.